Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
Customer reported the system displays a "low camera voltage" error message and will not produce x-rays or images. No pt injury was reported.

Manufacturer narrative:
(B)(4). The plunger, link, needles, and anterior and posterior cuffs were not returned, which limited the investigation. Evaluation of the returned device found a severely bent posterior needle tip, consistent with the posterior needle striking the posterior foot or the rim of the posterior cuff inside the posterior foot pocket during needle deployment. However, the posterior foot was returned intact, indicating that the posterior needle did not come in contact with the posterior foot during needle deployment. Without the return of the posterior cuff it could not be confirmed if the rim had been struck by the posterior needle. Therefore, the reported needle-to-cuff miss event is confirmed. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the bent posterior needle tip that resulted in the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any information relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.